Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.

Event description:
Caller reported neonate blood glucose results of 210 mg/dl on inform system 1, 120 mg/dl on inform system 2. Reported no adverse event. A request was made for the return of the meter, controls, and strips, replacement sent.